Event description:
It was reported that after and an implantable cardiac defibrillator change, it was noticed when the device atrial paced, oversensing, far p wave was observed. The device was re-interrogated and recreated the oversensing. The physician suggested increasing the pacemaker sensitivity, but then this led to ventricular sensed (vs) - ventricular paced vp at the same time due to decoupled sensitivities. The decision was made to leave the sensibility programming at nominal and monitor through merlin for now.

Event description:
New information noted that there was far p oversensing on the implantable cardioverter defibrillator. Further information was requested however was not provided.